Event description:
When the proximal clamp was released, the graft oozed blood (quantity unknown) from its walls. The bleeding stopped by itself after a short time and the graft was left in. The pt's condition is ok.

Manufacturer narrative:
The portion of the graft actually involved in the incident was left in the pt, and so could not be returned for eval. Therefore, the complaint cannot be confirmed or denied. A returned, unused segment of this graft was evaluated bo co's consulting pathologist. A copy of that report is attached. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch records were not atypical-no similar complaints against this batch.